Manufacturer narrative:
Corrected data: d6a. "03/31/2023" should be removed. B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -13.50 into the patient's right eye (od). The patient experienced a low vault. The lens remains implanted. Reportedly "to leave the lens in situ". The serial number was not provided. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Vault and sizing concerns were reported. Per reporter it was decided to leave the lens implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).